Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the silicone sleeve of the clave port remained in the opened position; subsequently blood loss was noted. The unspecified tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that the clave port remained in the opened position and an unspecified volume of blood loss was noted. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided, including if the clave port had been accessed and if the tubing set was replaced and the therapy was resumed.